Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the taxus express2 8.8% 2.5mm x 16mm stent would not cross the lesion. No further info is available.